Event description:
It was reported that the customer experienced high blood glucose levels. The customer's blood glucose was over 500 mg/dl. The customer treated himself with a manual injection. Troubleshooting was done. The customer expressed dizziness and difficulty with seeing as symptoms of his high blood glucose. The customer had also been hospitalized a couple of weeks prior due to high blood glucose. The customer stated that he was unable to breath, dizzy and could not see well. At the hospital, the customer was treated with fluids, a manual injection and nitrogen under his mouth. The customer further stated that he had received a no delivery alarm while filling the tubing. Advised customer to run a manual prime of at least 5 units, and the customer stated that the insulin pump did not alarm no delivery. Advised customer the insulin pump was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.